Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's vision was compromised immediately after the lens was implanted. The patient reportedly saw a shade hanging over her eye and glare in the center of her vision. Allegedly sonogram of the eye determined "the lens had collapsed into her eye", and four surgeries later to remove the lens and haptics but the patient's condition remains the same. No additional information could be obtained.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.